Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on 2017 (B)(6) not 2017 (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported per patient, the catheter had been working better with less pain after pocket of air was cleared the day of failed catheter dye study. The device diagnosis was updated to other pocket of air detected in catheter dye study. The event resolved without sequelae on (B)(6)2017. Additional information reported the patient's baseline weight was (B)(6)lbs. It was noted the cause of the failed dye study was a pocket of air detected in catheter dye study.

Manufacturer narrative:
Other applicable components are: product ID 8598a lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving bupivacaine (1.4 mg/ml at 0.6817 mg/day) and fentanyl (2000.0 mcg/ml at 973.8 mcg/day) via an implantable pump for spinal pain. It was reported the patient had pain at the pocket site on (B)(6) 2017, with the hcp going to examine next month. On (B)(6) 2017, the patient had their it pain pump with increased pain and therefore a catheter dye study was performed to determine the integrity and functionality of the opioid pain pump. The patient had the catheter access port (cap) contrast study and the catheterfailed. It was noted the event was possibly related to the device or therapy and unlikely related to the implant procedure. It was noted the catheter system requires surgical catheter revision but no actions had been taken and the issue was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on 2019-apr-04. No further complications were reported/anticipated.